Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't charge battery packs) was confirmed. Upon evaluation, there was contamination on the battery board and the y1 crystal oscillator was shorted. The cause of the inability to charge the battery packs is the contamination and shorted oscillator. The cause of the shorted oscillator is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was not charging the battery packs.